Manufacturer narrative:
No smoke was observed. No instruments were affected as a result of the reported event. A steris service technician arrived on-site, inspected the unit, and identified the air compressor required replacement. The technician found that the air compressor had overheated, causing the reported burning smell. The technician replaced the air compressor, tested the unit, and confirmed it to be operating according to specification. The unit was manufactured in 2009 and is serviced and maintained by the user facility. No additional issues have been reported.

Event description:
The user facility reported their reliance endoscope processing system (eps) was emitting a burning odor. No injury, procedure delay, or cancellation was reported. No evacuations were required.